Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris lvp experienced damaged tubing. The following information was provided by the initial reporter: the tubing is defective in that it comes out of its unopened, undamaged packaging in 2 separate pieces rather than one continuous piece. Injuries or adverse event: no.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of separation of 2420-0007 before use could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. Device history record review for model 2420-0007 lot number 22055745 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17may2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris lvp experienced damaged tubing. The following information was provided by the initial reporter: the tubing is defective in that it comes out of its unopened, undamaged packaging in 2 separate pieces rather than one continuous piece. Injuries or adverse event: no.